Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 4.10e. P-cap / reservoir locks properly into place. Unit passed displacement test. Unit received with cracked keypad overlay, pillowing keypad overlay, minor scratches on case, cracked case (battery tube) and cracked battery tube threads.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.